Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwos) episodes resulting in inappropriate automatic mode switch (ams) and increased capture threshold were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information was received that the increased capture threshold was not related to the device.